Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient underwent right total knee replacement then was revised due to infection. Patient underwent liner exchange and washout procedure. (B)(6).